Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the distal tip of the balance middle weight (bmw) guide wire separated. There were no reported adverse patient effects and no reported clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed. Stretched coils (reported as a break on the device) were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: before use in the patient, the bmw guide wire had a break, possibly a kink, not a complete separation. The device was not used and there was no patient involvement.